Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. It was noted that "the patient has a genetic disorder which had resulted in her spinal deformity". At an unknown time post-op, it was reported that "the top screws had backed out slightly and were protruding a little but that surgeon was happy with the patient and not planning to do anything. Currently no further follow up requested from surgeon". No further details are known at this time.